Event description:
Treatment of an avm. It was reported that while navigating the guidewire into the lesion, the distal tip of the guidewire got stuck possibly due to vasospasm. Nimodipine was used and while pulling back the guidewire, it stretched. Post procedure, CT scan was performed and a small hematoma was noted at the area where the guidewire was manipulated. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The guidewire was returned in two broken segments. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload. (B)(4).